Manufacturer narrative:
B3/d10: the issues occurred on unspecified dates in the week of august 18, 2024, reported as "4th device in this week for the same problem". G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The devices were not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak was identified during use of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced four (4) system error 2240 (air in line/set) alarms. The patient was connected at the time of the alarm. This occurred during dwell five of peritoneal dialysis (pd) therapy. During the troubleshooting, a leak was identified during the use of a homechoice cassette; further described as ¿leak in the lines¿. Proper procedures per the user manual were reviewed with the patient. The technical service representative (tsr) guided the patient to remove the supplies. The tsr attempted to gather further information and provide additional assistance, however, the home patient declined any further information or assistance. There was no patient injury or medical intervention associated with this event. No additional information is available.